Event description:
Patient implanted with a heartmate 3 (hm 3) lvad on (B)(6) 2022 due to ischemic cardiomyopathy. Elevated cvp with low flow alarms shortly after transfer to the ICU after implant. Echo did not show tamponade, rv small and stunned with pcwp in the 30's. Vad speed increased after which there were no further alarms. A heparin gtt and warfarin was started during the day on (B)(6) 2022. On (B)(6) 2022 at 9:30 pm, after dangling the patient at bedside there was a sudden loss of flow on the hm 3 lvad. Controller changed successfully however flows still 0 lpm. Bedside pocus revealed no pericardial effusion, a mildly dilated lv and severely dysfunctional lv with aov opening every beat, mildly decreased rv function. Event discussed with cv surgery who ordered tpa 10 mg IV bolus, flow continued at 0 lpm after this intervention. Patient taken for cta which showed 100% occlusion of the lvad outflow graft and a suggestion of a lvad inlet thrombus. Hm 3 lvad log files downloaded and sent to abbott labs for review which showed a sudden decrease in flow most consistent with an outflow graft (and/or inlet) obstruction. Hemodynamics showed elevated filling pressures. Patient taken emergently in the early morning on (B)(6) 2022 for a hm 3 lvad pump exchange. In the operating room surgeon noted a thrombus that entirely filled the inlet cannula, the lv was clean and some thrombus in the outflow graft. Surgery went well. The patient is currently recovering in the cvicu. (B)(4).